Event description:
Device returned to MFR for analysis with report of "rotor study showed rotor stall". Follow up with hcp revealed pt was complaining of "hurting a lot" and hcp had been titrating the pt's drug dose for awhile to cover pt's pain. At last visit the pump was found to be full - all 18ml remained in the reservoir. The pump was viewed under fluoro and found to be stopped. Pump was replaced and pt is doing better now.